Manufacturer narrative:
Correction for a code: updated to a0205-packaging problem. (B)(4). Follow up for device evaluation. It was reported the customer that received product that has two different size needles in the box. To aid in the investigation, two hundred samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. One hundred units are 25g x 1" and the other one hundred units are 25g x 5/8". No other defects or imperfections were observed. This condition occurs if the incorrect needle assemblies were placed in the packaging feeder. A device history record review was completed for provided material number 305122, lot 4313204. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Event description:
Material#: 305122. Batch#: 4313204. Verbatim: rcc received a complaint via email. We received product that has 2 different size needles in the box. We need the 5/8 and got 5/8 with 1 inch needles mixed in to it. 1. Can you please provide an exact date of event in format dd-mmm-yyyy? 18/02/2025. 2. Did you found labeling issue or else it is mixed products in same package? Product is labeled wrong.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.